Event description:
Patient reported that the back to back test readings on the ss meter were 3 mg/dl (fasting) and 81 mg/dl (non-fasting). No symptoms were reported. Pt removed "bad" test strips from vial and placed them in another vial containing "good" test strips. The first (fasting) test result may have been obtained with one of the "bad" strips. Lfs representative reviewed proper storage. There was no allegation of harm.